Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced a bent cannula on the first day of arm infusion set insertion associated with scarred or hardened tissue resulting in high blood glucose of 350 mg dl which was managed using the insulin pump (B)(6) 2026.